Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl for an undisclosed time wearing the pod. The patient¿s father reported that while the patient was playing and running around, insulin was leaking from the pod, and the cannula was not properly inserted in the skin any longer. The pod was removed and a new pod was applied.

Manufacturer narrative:
The device was received for evaluation with the pod not deployed with the slide insert not visible in the viewing window and the soft cannula not visible in the bottom housing window. Downloaded data shows the pod was deactivated after running 46 pulses, all 46 of which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. Rotation of the ratchet gear deployed the needle mechanism as intended. No damage was found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. No problem was found regarding the reported events because the needle mechanism was not deployed.